Event description:
Related to MFR report #2183959-2011-00554. The pt had a "transvaginal mesh procedure" for the "treatment of prolapse by another surgeon." It was reported that the pt developed mesh erosions that did not respond to conservative treatment. It was indicated that the mesh was explanted on (B)(6) 2011.

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.